Event description:
It was reported that pump insulin gauge displayed an amount different than expected.. There was no adverse impact to the customer's blood glucose level. Technical support explained why fill estimate could remain static and how it would resume normal counting, and delivered off-label use messaging, which customer understood and acknowledged before case was closed.